Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the date of removal was (B)(6) 2020. The replacement device was mentor smooth round moderate profile 325cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Note: the date of removal is on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 325cc and suffered from a deflation on the right breast implant. As a result, the patient will undergo removal on (B)(6) 2020.

Manufacturer narrative:
On 1/15/2021, the mentor failure analysis lab has received the device for evaluation. The affected device¿s lot is 263471. A manufacturing record evaluation was performed for the finished device 263471 number, and no non-conformances were identified. On 1/24/2021, mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant was found to have two tears (a and b) on the anterior aspect. Tear a measured approximately 9.0 cm and tear b, 3.0 cm. Microscopic examination was performed on the edges of both ruptures, and parallel striations were found in an area of the tears. For tear a and b, the striations length measures approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of both tears could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).